Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. A 2.75 x 16 synergy was being used for treatment of the left anterior descending artery (lad). However, during advancement, the shaft got broke. The procedure was completed with another of the same device. No patient complications were reported and the patient was noted to be fine.

Event description:
It was reported that shaft break occurred. A 2.75 x 16 synergy was being used for treatment of the left anterior descending artery (lad). However, during advancement, the shaft got broke. The procedure was completed with another of the same device. No patient complications were reported and the patient was noted to be fine. A synergy ii us mr 2.75 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A hypotube break was also noted 215mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:13 pm CT.the report number is being corrected from: 2134265-2018-64198to: 2134265-2018-63119.